Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not returned for analysis, however performance data was collected from the device and we have analyzed the data. High resistance/impedance: 3 - patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2011, 02:15:03 and (B)(6) 2012, 02:15:02. Weekly hv-lead impedance trend data show various spike increase for min and max svc defib impedance = 44 to 1280 ohms peak between (B)(6) 2011 and (B)(6) 2012.

Event description:
It was reported that the impedance on the superior vena cava (svc) coil was high and varying. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.